Event description:
#Medwatcher #followup1 #FDA mw5063116 # (B)(4). Hysterectomy scheduled for (B)(6) lavh/vs.

Event description:
(B)(4). I was in generally good health prior to my essure procedure after having my third child. Within the first year after having it done I had my gall bladder removed due to gall stones and was also diagnosed with fibromyalgia. Over the last 8 years I have dealt with bowel problems, vision problems, my depression and anxiety have gotten worse, sever back pain in my lower back, breast pain and large blood clots. I've also dealt with a metal taste in my mouth, perfuse sweating, brain fog, forgetfulness and the chronic fatigue is terrible! I was at the time on (B)(6) insurance. I'm currently also seeing a physician for sleep paralysis and possible narcolepsy.